Event description:
It was reported that the patient was revised due to infection and a pseudotumor.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: the article suggests that impingement may have led to a higher debris within the patient's system possibly causing the pseudotumor. Based on the provided information, although not proven, the most likely cause for the pseudotumor is impingement to the shell; however, a definitive root cause cannot be definitively determined. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Evaluation codes: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.